Manufacturer narrative:
Product analysis: analysis was unable to confirm the report that the programmer would freeze during threshold testing or freeze at a blank screen during end session. The hard drive was reconfigured and the software was reloaded and updated as preventative measures. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen froze during threshold testing and would abort the test. It was noted that the screen also froze at a blank screen during end session. The programmer was returned for service. No patient complications have been reported as a result of this event.